Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. During testing the rep was unable to replicate the reported complaint. The rep did note that he encountered slight resistance when attempting to insert the rotor alignment pin into the designated gantry insertion hole. The rep performed a rotor offset calibration, and after doing so the alignment pin fit smoothly into the designated insertion hole. The system passed the system checkout and was performing as intended. No hardware parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to close the gantry. During the case, the site was having issues closing the gantry on the imaging system. The site tried to push the covers back together to see if that would resolve the issue but they were unsuccessful. The site also stated that the system was unable to take a spin as they had to manually move the system to its placed position. There was a 15-minute delay to the case, and there was no impact on patient outcome.